Manufacturer narrative:
Continuation of d10: product ID 8780, serial#:(B)(6), product type: catheter section d information references the main component of the system. Other relevant device(s) are: ubd: 03-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump for non-malignant pain. The company rep reported that the patient had a refill yesterday and they expected 3.4 ml and got back ~17 ml. She stated the previous refill volumes were accurate. She stated they were planning to do a dye study today. They attempted to dye study and doctor could not aspirate. It was stated that "the doctor decided he was not going to push to dye, 17 ml instead 3.4 ml". Pump was set minimal rate. Patient's weight was 110 pounds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer and healthcare provider (hcp) via a company representative (rep) and it was reported the patient was having pain. The patient and her husband said the doctor was weaning her dose down so the pump could be explanted prior to the unexpected reservoir volume. The cause of the volume discrepancy and inability to aspirate was not determined. The patient was being referred to the managing doctor to continue with wean and then send the patient to the surgeon for explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that they were going to remove the pump but that the planned to take the medication out of the pump and put saline in. The caller mentioned that the patient recently had magnetic resonance imaging (MRI) and was experiencing some pain around the pump site. It was reported that there was not a motor stall following the MRI.